Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151269.

Event description:
It was reported that the patient presented in infection on the right ventricular (rv) lead. The physician elected to lead rv lead in service. The patient condition was unknown.